Manufacturer narrative:
The t:slim pump user guide states to avoid having the pump in temperatures below 40 degrees fahrenheit or above 99 degrees fahrenheit as insulin solutions can freeze at low temperatures or degrade at high temperatures. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer removes the pump to swim and after reapplying the pump, an occlusion alarm occurs. This has occurred multiple times. The customer's blood glucose level was high. The pump was sitting in 111 degree temperature. The customer performed a system check and the occlusion may have been in the tubing. However, as the customer was not with the contact at the time tandem technical support was contacted, troubleshooting to confirm the cause of the occlusion was not able to be performed.